Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and power on self-test were performed. During the power on self-test and the alarm log review, the f-66 alarm was found. The cause of the alarm was a damaged sensor board. The pump has been removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician identified an f-66 alarm (supply voltage of cpu circuitry is too high) on a flo-gard infusion pump. Additional information is not available.